Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic and noted to have an increased frequency of low flow alarms; 1.8-2.2l/minute with normal pulsatility index (pi) of 4-6. They had a low-flow system controller that typically ran 2.5-2.8l/minute with their flow baseline. It ran at lower speed baseline of 4800 rpm due to small left ventricle cavity size. An echocardiogram (echo) ramp study was performed on (B)(6) 2024 and showed no significant reduction in left ventricle end diastolic dimension (lvedd) with speed escalation and aortic valve remained opening every beat with speed escalation. Speed was increased to 5200 rpm and flow improved to 2.7-2.8l/minute. The patient was admitted for recurrent low flow alarms and concern for possible outflow graft obstruction on (B)(6) 2024. Computed tomography angiography (cta) overnight showed concern for sub-occlusive thrombus. The left chest wall left ventricular assist device (lvad) in place with prominent peripheral hypoattenuation within the proximal outflow graft with enhancing portion noted to be significantly compressed/narrowed up to 99% focally. This was compatible with sub-occlusive thrombus. It was noted that there was good flow within the distal graft. There were no changes to patient condition or anticoagulation status that may have contributed to the obstruction. The patient was noted to be largely therapeutic with international normalised ratio (inr) with rare very slight sub-therapeutic readings; on (B)(6) 2023 and (B)(6) 2024 the inr was 1.8 but with therapeutic readings between these outliers. Mediastinal and hilar adenopathy was of unclear etiology and slightly increased in size compared to previous exam. Fibrotic lung changes were once again noted. The patient remained awake and alert without symptoms. The low flow alarms resolved and there were no further lvad low flow alarms following the speed increase. They were started on heparin gtt even though they were therapeutic with international normalised ratio (inr) of 2.6. Log files were submitted for review. The log file captured low flow events where the flow hovered around 1.9 to 2.0 lpm. With the speed increased to 5200 rpm, the flow had recovered back to the upper 2 to 3 lpm range. On (B)(6) 2024, the patient underwent an evacuation in the operating room for the external outflow graft bend relief obstruction (eobo). After the evacuation, the thrombus resolved, and flow improved from 2.5 l/min to 4.7 l/min. The patient remained hospitalized and suffered small perioperative cerebral vascular accident (cva) with right sided weakness.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported external outflow graft bend relief obstruction (eobo) could not be confirmed through the evaluation of the submitted images. Review of the submitted log files confirm the reported low flow alarms. According to the account, the low flow events resolved with an increase in the pump¿s set speed and the removal of the eobo. Additionally, the log files revealed a reset in the left ventricular assist device (lvad) clock, suggesting that there was a total loss of power to the system that resulted in a pump stop. A specific cause for the pump to stop could not be conclusively determined through this evaluation as the onset of the event was not captured. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported stroke could not be conclusively determined through this evaluation. The controller event log file contained events from 01feb2024 through 03feb2024. Low flow hazard alarms were captured on 01feb2024 and 02feb2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The lvad event log file captured a reset of the lvad clock to the default year of 2010, suggesting there was a total loss of power to the system that resulted in a pump stop. The clock was ultimately resynched on 02nov2023. It was communicated that a reason for the clock reset was unknown. Multiple attempts were made to obtain additional information from the treating hospital regarding the stroke; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 4 of the IFU, "system monitor", provides information on how to determine the optimal fixed speed that will provide the desired level of cardiac support for each patient. This section notes that the fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions, as well as the appropriate actions associated with each condition. These documents warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of log files revealed that the lvad clock had reset to the default year timestamp of 2010, suggesting that there was a total loss of power to the system that resulted in a pump stop. The clock was later resynched on (B)(6) 2023. It was unable to be explained unless the system controller clock was synced/reset at that time and there was no records of an obvious reason otherwise.

Manufacturer narrative:
B5 : narrative information. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.